Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? Please provide the procedure date. Will the device be returned? If yes, to whom should a shipper kit be sent to? Please include full name and address. It was reported that the needles have been falling off the thread. How many devices that had needle pull off issues during this single procedure? Please clarify.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on an unknown date and suture was used. During the procedure, it was reported that the needles have been falling off the thread. No adverse patient consequences were reported. Additional information was requested.